Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and complex reg. Pain syndrome type I. Information was reported that the patient is charging more than she previously did. The rep said the patient charged for 10 hours and it did not charge the ins. The patient did not bring recharger to their doctor's appointment so trouble shooting could not be done. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's recharging issues was not determined. The patient was given a demo recharger to try to rule out if it was the ins or a recharger issue. It is unknown if the issue was resolved. The patient's weight was unknown and this information was confirmed with physician. No further information was reported.